Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room experiencing pocket stimulation. Upon review, their pulse generator was observed to be in backup operation. The device was successfully restored. The patient would continue with regular follow-up.